Manufacturer narrative:
Exact date unknown, event occurred sometime end of (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5096686.

Event description:
It was reported that the patient experienced tightness in her upper back when the system is running. Patients unwanted stimulation was fully reduced after a successful reprogramming. X-ray revealed that one lead had migrated and was causing discomfort. The patient underwent a revision procedure wherein the leads were repositioned and remains implanted. The patient was doing well postoperatively.